Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: wire got stuck in sleeve. The patient was treated for a distal fibular fracture with a locking compression distal fibula plate. During the operation, the surgeon tried to insert a kirschner wire 1.2 mm through a synthes wire sleeve for the temporary fixation, but the wire would not go through it. The surgeon removed it from the plate and tried to reinsert the wire, but could not. The nurse tried to insert the wire into it with running water, and found it was stuck with foreign materials. Reportedly it might be stuck with bone particles. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.